Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that both sides of the wires pulled out. The lead removal was scheduled for the day after the report. The patient asked about having their wires reinserted and was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.